Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cracked battery compartment. There was reportedly moisture/corrosion inside the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: evidence of moisture contamination inside battery compartment. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal.. Pump is unresponsive with both the returned battery cap and a test battery cap. No audible tone, no vibration alert and a blank display upon battery insertion. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture contamination throughout inside of pump including transceiver board and motor flex cable/connector and motor circuitry. Pump is unresponsive due to internal moisture damage.